Manufacturer narrative:
The following fields have been updated with corrected information. B.2. Other details: impact to the patient; (cancellation of the examination due to a dry loss of product, with postponement of the examination/oncological treatment.) B.5. The brand name in the event description has been updated to bd vacutainer® multiple sample luer adapter. D.1. Bd vacutainer® multiple sample luer adapter; d.4. Medical device catalog #: 367300; d.4. Medical device lot #: 2245270; d.4. Medical device expiration date: 31-aug-2025; d.4. Unique identifier (UDI) #: (B)(4); g.1. Manufacturing location: becton, dickinson & co., (bd); h.4. Device manufacture date: 02-sep-2022.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter luer broke whil being screwed into a 3-way valve. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: we use these vacutainers to inject radiopharmaceuticals using a carpule specific to our trasis system (automated radiopharmaceutical preparation host). The vacutainer is screwed into a 3-way valve. When the vacutainer was being screwed in, it broke off at the body. This problem occurred on two occasions, resulting in the loss of radiopharmaceutical product and carpules, at a significant cost to the facility and with consequences for patients (cancellation of the examination due to a dry loss of product, with postponement of the examination/oncological treatment).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® one use holder the vacutainer is screwed into a 3-way valve. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: we use these vacutainers to inject radiopharmaceuticals using a carpule specific to our trasis system (automated radiopharmaceutical preparation host). The vacutainer is screwed into a 3-way valve. When the vacutainer was being screwed in, it broke off at the body. This problem occurred on two occasions, resulting in the loss of radiopharmaceutical product and carpules, at a significant cost to the facility and with consequences for patients (cancellation of the examination due to a dry loss of product, with postponement of the examination/oncological treatment).

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter luer broke whil being screwed into a 3-way valve. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: we use these vacutainers to inject radiopharmaceuticals using a carpule specific to our trasis system (automated radiopharmaceutical preparation host). The vacutainer is screwed into a 3-way valve. When the vacutainer was being screwed in, it broke off at the body. This problem occurred on two occasions, resulting in the loss of radiopharmaceutical product and carpules, at a significant cost to the facility and with consequences for patients (cancellation of the examination due to a dry loss of product, with postponement of the examination/oncological treatment).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub breakage was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by torque testing to evaluate hub breakage and all samples passed as they broke above the minimum force specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub breakage.